Manufacturer narrative:
If implanted, give date: (B)(6) 2003. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
An unspecified greenfield filter was implanted in (B)(6) 2003. It was reported that the patient continues to have pulmonary embolisms.